Event description:
Report received that a pt was found "extremely sedated" while the pump was in use. A pt was receiving dilaudid after a laparoscopic cholecystectomy. The pump had been set to infuse dilaudid 10mg in 50ml of dextrose at 0.1mg/h with a 0.2mg pca bolus every 10 minutes in 2002. At an unspecified time, the pt was found "extremely sedated". It was reported that as a precautionary measure, pt was placed on oxygen and received 0.4mg of narcan. There were no reported problems with the pt's speech or blood pressure. The pt was transferred to the intensive care unit for monitoring and no further problems were reported. After 24 hrs, the pt was transferred back to the surgical floor and was subsequently discharged to home. The pt did not experience any adverse sequelae. The customer reported a drug screen was ordered and "trace amounts of barbituates were found that were not prescribed". The user facility reported their investigation was ruling out an "additive effect from the anesthesia and dilaudid". Though requested, there was no further info available.